Event description:
The pt received 2 trial scs leads with the same lot number. It was reported after the trial procedure the pt experienced difficulty moving his legs and sharp/ shooting/ stabbing pain going from his buttocks down his thighs. The pt was hospitalized and treated with IV pain medication. There is no add'l info at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.